Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 clips overlapped (double feed) during the procedure. Another instrument was used to complete the case.